Event description:
A medtronic representative received a report from a site that during an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. It was stated that the a patient was not relaxed during the scan and that the wrinkles on the forehead may have contributed. The patient had a septoplasty prior to registering, and the patient which may have directly affected the registration anatomy, or indirectly affected registration, through swelling. No specific measurement,or direction of the alleged inaccuracy, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no further issues have been reported.